Event description:
Patient had been on ventilator in cath lab. No issues noted. Patient was disconnected from vent for transport to ICU. Respiratory therapist (rt) moved ventilator to ICU. The vent setting/set up was already programmed for patient as per use in cath lab. Rt reconnected patient. Vent displayed code "waiting for patient connect. Ventilation will begin when connection detected". Patient manually ventilated & another ventilator machine was brought in & patient connected. Per biomed report: expiration lever was in the "up" position.the lever is able to be moved to the "up" position during moving the ventilator without the knowledge of the rt. The ventilator had already passed the initial internal self check. Manufacturer response (as per reporter) for mechanical ventilator, 840 ventilatorbiomedical technician contacted technical support at covidien. Biomed tech advised to check for leaks. Upon inspection of the circuit, it was noted the exhalation filter latch was in the "up" position.